Event description:
It was reported that the user experienced a low glucose event to 48 mg/dl while the dexcom g7 sensor was not displaying readings on the ilet, consistent with signal loss to the ilet, and fingerstick measured 86 mg/dl after initial concern for hypoglycemia; the user received troubleshooting and education, including toggling sensor type and re-pairing, which restored pairing. Symptoms included low glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of device performance and guided troubleshooting to address communication between the cgm and the ilet. Investigation of this case revealed cgm signal loss to the ilet as the likely contributor, and successful re-pairing resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption between the cgm and the ilet.